Manufacturer narrative:
Continuation of medical device: 5076-45 lead implanted (B)(6) 2003.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.